Event description:
After balloon dilation of the llpa, it was noted on fluoroscopy that a small piece of plastic with an opaque marker had broken off the end of one of the balloon catheters and had become lodged in a small 1.5 mm distal pa (pulmonary artery) branch. On inspection of the previously inserted 6f catheter it was noted that a 1.5 x 2 mm balloon tip fragment was missing just distal to the end of the balloon mounting from the tip of the catheter. The device was retained for shipping to the manufacturer. Follow up angiography as noted showed the fragment in a very small distal vessel about the size of the fragment and supplying 2 smaller branches less than 1 mm in diameter. The fragment was left in situ and no attempt was made to retrieve from the lumen opposed position in this small vessel. The fragment did not move after noting initial position. Antibiotics were administered for prophylaxis.